Event description:
It was reported on 05/20/2005 that one day earlier, a revision surgery took place. The reporter stated, that the closed screws have been found to be very difficult to remove/revise. The rod holder, mas screwdriver and removal tool were damaged while attempting to remove the construct that required revising. There was no reported delay, injury or reason for the revision surgery. The need for the revision is not known.

Manufacturer narrative:
The complaint data did not identify a reason for the revision surgery. A review of product labeling was performed. Revision surgery is performed due to breakage of hardware, pain, failure to fuse or as routine surgery due to patient preference. While no conclusion can be drawn as to the reason for the revision surgery, there is no evidence to suggest the surgery was due to a product malfunction.